Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The reported difficult imaging was due to patient anatomy. The cause of the reported difficult leaflet capture and tissue injury were unable to be determined. The reported foreign body in patient was a result of the clip caught in chordae and deploying on the chordae. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noticed that visualization of he clip was difficult at times due to patient anatomy. The clip was advanced into the patient anatomy without issue. However, it was noted to be difficult to capture both leaflets. Independent and simultaneous capturing techniques were attempted, both without success. At a certain point, it was decided to reverse the arms and return to the left atrium for further adjustments, but the clip stopped responding to all commands, becoming stuck in the lateral commissure. It was then decided to deploy the clip where it was and convert to surgery. The patient underwent surgery subsequently, during which the clip that was stuck in the chordae was removed. Chordal rupture was confirmed. The patient is in good general condition with maintained hemodynamic parameters.